Manufacturer narrative:
The tech replaced the caster to repair the bed.

Event description:
Info received indicates the caster is bent. When the brake is set, the caster would not hold the bed from moving.